Manufacturer narrative:
We evaluated the electrode and found insulation melted; we cannot confirm cause.

Event description:
Allegedly, during a lap tubal procedure, when instrument was used on tissue sparking was noted then heavy smoke and the insulation around the tip melted. Instrument stopped working. Procedure was completed with other instrumentation; there was no injury to the patient.